Event description:
The customer's nurse reported via phone call that the customer's insulin pump was not delivering insulin for a period of time. The nurse explained that the customer was hospitalized on (B)(6) 2015 with high blood glucose. The customer's blood glucose at the time of the hospitalization was 700 mg/dl. The nurse was unable to perform troubleshooting because the insulin pump was not present at the time of the call. The customer's nurse agreed to have the customer call back to give more information regarding the hospitalization. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.